Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing, and a review of the alarm log were performed. Functional testing and the alarm log review revealed that the device had presented an f-49 alarm. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.